Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was difficult to push the catheter through at the distal part. When it was put into the patient's body, the lead became stuck and would not come out. The lead was not implanted. No patient complications have been reported as a result of this event.